Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 for an unknown reason. The head, taper adapter and cup were removed.